Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Only the insertion device was returned no suture or ts. The needle is bent where the tip transition down in diameter form the shaft. The actuator is in its post t2 position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function. Reported complaint of simultaneous deployment cannot be confirmed. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.

Event description:
It was reported that after the t1 was deployed, the t2 did not deploy.